Manufacturer narrative:
Product ID 5076-52 lead implanted: (B)(6) 2006. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced pre-syncope due to high thresholds and loss of capture on the right ventricular (rv) lead. Additionally, the lead triggered a warning for high impedance. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.